Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test, sleep current measurement, active current measurement, and displacement test. The power management graph and the power management tool shows that the backup battery loaded voltage (loaded vlith) and unloaded voltage (ul vlith) are within spec range. Pump received with normal operating currents. No unexpected power loss alarms, low battery alarms, or replace battery now alarms during testing. Pump received with scratched case, pillowing keypad overlay, cracked retainer, scratched overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert. The customer's blood glucose level was 200 mg/dl at the time of incident. The customer reported bolusing when the alarm occured. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.